Event description:
Customer's nurse educator called stating the pump had not alarmed for about the last month. Customer confirmed there were no beeps or alarms for approximately one month. There were no audible alarms or beeps during self test.